Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move and difficult/unable to operate (not drawing) on lot # 8134845. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8134845. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that plunger rod difficult to move during injection with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that plunger rod is not working. When drawing insulin the plunger slips forward releasing the insulin back into the vial. Verbatim: consumer reported plunger rod not working, stated that when he tries to draw the insulin, the plunger slips forward, releasing the insulin back into the vial. He had same complaint with another lot, cross reference (B)(4). Consumer is no longer using relion syringes, does not want replacement, samples have been discarded. Lot # 8134845, product # 328506, exp date was not provided. Occurrence date is unknown.